Event description:
Patient was implanted on (B)(6) 2018. On (B)(6) 2018 patient reported weekness of tounge, numbness of tongue and slirring of speech, difficulty speaking loud or pronunciating. Symptoms have been improving, but are still present. Appointment for activation was canceled to allow time for this to resolve, but no intervention was deemed necessary. However, on (B)(6) 2018 we were informed that, despite further improvement in symptoms, patient was going to be seen by the physician in early (B)(6) 2018 to further assess symptoms.